Event description:
During treatment the patient had one 4 beat run of non-sustained ventricular tachycardia and presyncope accompanied by symptoms of chest pain and dizziness. Had two subsequent runs of non-sustained ventricular tachycardia that were asymptomatic. Was admitted to hospital.